Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient reported pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, discharge, odor, and additional surgery as outcomes following mesh implantation. The patient underwent mesh explantation on (B)(6) 2012 due to mesh erosion. (B)(4) - urinary problems; undefined recurrence; dyspareunia; odor.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent concurrent procedures of total abdominal hysterectomy and bilateral salpingo-oophorectomy during mesh implantation.